Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: product performance information was received, analyzed, and oversensing was noted. Twelve non-sustained tachycardia episodes occurred and 29 ventricular fibrillation episodes of <(><<)>220 ms cycle are recorded between the dates of (B)(4) 2013. Interference/noise was also noted as there were 228 ventricular sensing integrity counts since (B)(4) 2013. High ventricular impedance was noted. The approximate baseline for rv pace throughout the record is 1300 ohms. It increased to over 1600 ohm during the week ending (B)(4) 2012. The alert maximum is set at 2000 ohms. The rv impedance rises to over 3500 ohms beginning the week ending (B)(4) 2013. (B)(4) implantable cardioverter defibrillator 2009 (B)(6). (B)(4).

Event description:
It was reported that the patient received multiple shocks due to noise. During the lead revision procedure, the physician believed that it was a connector issue as the lead tested normally during the procedure. Approximately one week later, the patient received multiple shocks and was hospitalized. Noise was observed on the electrogram during pocket manipulation, oversensing was noted, and the lead had high impedance triggering an alert. A fracture was suspected, but no fracture was observed under fluoroscopy. The device detections were turned off. No further patient complications have been reported as a result of this event.